Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation findings 1. Personnel: all staff involved in pvc extrusion and incoming inspection were properly trained and qualified. No personnel-related issues were found. 2. Machine: the pvc extrusion process was conducted on machine yjc006. Machine was confirmed to be operational and maintained, with no reported abnormalities during production (june 20-22, 2024). 3. Materials: raw materials v-180n15g and l-9070v05e used for extrusion passed all required quality inspections. Shore hardness test results met company standards, indicating no material defects. 4. Measurement: process inspections were conducted every 2 hours, ensuring inner and outer diameters met requirements. Factory inspection confirmed product dimensions were within standard tolerances. Retained sample tests (10 pieces) showed inner and outer diameters within acceptable ranges, no abnormalities found. Final assessment & root cause production and inspection processes complied with regulations. No abnormalities were detected in retained samples or records. Due to lack of physical samples and individual user sensory differences, the root cause could not be determined. Corrective & preventive actions no corrective actions taken, as the exact cause of the issue remains unclear. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user states "the stiffness of the catheter requires extra care to avoid urethra tears & hematuria." No actual harm was reported.